Event description:
The customer reported to baxter (B)(4) that there is turbulence in the chamber when the roller clamp is fully open, creating large air bubbles in the line. During surgery, the staff have to open the clamp fully for high volume flow. On these occasions there is air turbulence which could enter into the patient. A patient was involved but no injury was incurred. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received but the evaluation has not yet been completed. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual examination of the sample revealed that the chamber was cut apart hence no testing could be performed on this sample to verify for the reported nonconformance. However one retained sample was tested. As per retention sample review, one retained sample was attached to a viaflo bag. From testing performed it can be concluded that if adequate priming is performed. Both sections of the chamber are filled more than half-- no turbulence will enter in the tube even if the roller clamp is fully open. Hence at this stage no specific corrective actions will be taken. Baxter shall keep monitoring these events during quality reviews. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.